Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system, implanted approximately (B)(6) prior, presented with a sternal and xiphoid wound infection. The physician reported pus drainage; pharmacological treatment administered. There were no additional adverse effects reported and to date, no system changes have been reported.